Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was attempted to be implanted but not used due to the setscrew connecting the right ventricular (rv) lead to the implantable cardioverter defibrillator (ICD) header becoming disengaged. After several attempts to reengage the setscrew back into the header, the physician decided to replace the device. A new device was implanted. No patient complications have been reported as a result of this event.